Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. The pad-pak was first installed on the (B)(6) 2012 and passed a self-test. The pad-pak was removed and reinstalled between (B)(6) 2012 and (B)(6) 2015. The technical log indicates the user was intermittently switching between an adult pad-pak and pedi-pak. Multiple manual power ups of ten minutes duration were observed in the device memory between the (B)(6) 2015 and the last log entry on the (B)(6) 2016. During this time the pad-pak became depleted and a further pad-pak was installed. Test therapy was carried out and the device delivered a test shock without fault. An acceptable measurement was recorded. Investigation found the reported fault can be attributed to membrane failure due to leakage current. The measurements taken would indicate a failure of the membrane due to a breakdown in the crossover insulation resulting in leakage current. This caused the device to switch on automatically. The fault could not be replicated with a new membrane fitted.